Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2023, 3788 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-may-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2023, 3788 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("medical device removal / essure coil noted to be puncturing through the right") in a 36 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of thyroidectomy total in 2018, cholecystectomy in 2016, colposcopy (unsatisfactory colp. Pap/hpv done instead on (B)(6) 2015) in 2015 and menstrual flow excessive, chronic cervicitis, nabothian cyst, smoker, wisdom teeth removal, multiple allergies (blood-group specific substance, sulfa (sulfonamide antibiotics), sulfasalazine-really little, gets hyper), neoplasm malignant (malignant neoplasm of thyroid gland (hc), migraine, pap smear, vitamin d deficiency, hypothyroidism, anemia and depression. Previously administered products included: fluoxetine, levothyroxine, berkley jensen complete multivitamin and mirena. The patient had a family history of hypothyroidism, hypoglycemia, ulcerative colitis, meniere's disease, bladder cancer, hypertension and type 2 diabetes mellitus. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2023, 3720 days after essure insertion, she experienced fallopian tube perforation (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered fallopian tube perforation to be related to essure administration. The reporter commented: discrepancy noted : insertion date as per argus on (B)(6) 2012 and as per mr on (B)(6) 2013, and removal date as per argus is on (B)(6) 2023 and in mr it is on (B)(6) 2023. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: the endometrial cavity is normal in contour without any filling defects. Essure inserts are appropriately located in the fallopian tubes. No flow of contrast material into the fallopian tubes or spillage into the peritoneal cavity on either side. Normal post essure procedure hsg [pathology test] on (B)(6) 2023: endocervix and ectocervix b. Nabothian cysts c. Chronic cervicitis d. Negative for glandular neoplasia and squamous intraepithelial lesion 2. Endometrium: a. Inactive endometrium, predominantly basalis b. Negative for hyperplasia and atypia 3. Myometrium: no significant histologic abnormality 4. Uterine serosa: no significant histologic abnormality 5. Right fallopian tube: a. No diagnostic abnormality b. Negative for malignancy c. Entire fimbriated portion of fallopian tube submitted for histologic examination 6. Left fallopian tube: no diagnostic abnormality b. Negative for malignancy c. Entire fimbriated portion of fallopian tube submitted for histologic examination 7. Negative for malignancy 8. Uterine weight: 92.6 grams. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: "fallopian tube perforation". Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: mr received : event "medical device removal updated to uterine perforation" reporters information, product indication medical history and lab data added, product start date stop date, event onset date and rcc updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.